Event description:
On (B)(6) 2012, an implant card was received from this patient's (B)(6) 2012 surgery. The patient was initially reported to be undergoing generator revision for normal end of service; however, the implant card indicated that the patient underwent full revision due to end of service and a lead discontinuity. Attempts for product return have been unsuccessful as the facility discards after explant.

Event description:
Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a serious injury or death.